Event description:
It was reported that the burr was stuck in the lesion. A 1.75mm rotalink¿ plus was selected for treatment. During procedure, it was observed that the burr got wedged in the lesion. Tension was applied and "burping" was done while on dynaglide mode and the burr released itself from the lesion. The device was removed from the patient and the procedure was completed successfully. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).